Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the bearings, motor, rotor and collar of the device.

Event description:
It was reported that during testing at the manufacturer, the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.